Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208955595, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID neu_unknown_ext, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported while the patient was being prepared for permanent implant an oozing was discovered around the electrode. No other symptoms of infection were reported. Cultures were taken and antibiotic treatment was being withheld until the results of the culture were received. The electrode and extension were explanted and the event was considered ongoing. The infection was related to the implant procedure and not related to the electrode. The patient status was noted as alive with injury and the event was noted as not serious. If additional information is received on antibiotics or outcome a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the sponsor assessed this event as serious and as device/lead related.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the infection was due to staphylococcus aureus. The patient received antibiotics and the event issue was considered resolved as (B)(6) 2015. If additional information is received, a follow-up report will be sent.